Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 448 mg/dl, while wearing it between 1 and 4 hours on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be shortened. The length of the soft cannula was measured to be below the specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.